Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting quickly. The customer's blood glucose (bg) level was 100 mg/dl. Tandem technical support reviewed the pump battery performance and did not find evidence of battery depletion rates beyond normal parameters. Multiple contact attempts were made by tandem technical support to inform the customer that the battery depletion rate was normal and to provide further assistance; however, the customer did not respond.